Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon the investigation conclusion.

Event description:
Arjo have been notified about the event with involvement of maxi twin lift. According to the received information a hemiplegic patient was being transferred from chair to the bed and after the band of the right leg (holding the leg) was detached, the patient went out from the shoulder section of the sling and fell backwards hitting his head on the floor. Due to the event the patient sustained a head trauma. The patient was transported to the hospital, where he passed away.

Manufacturer narrative:
Collection of information is in progress. Additional information will be provided upon manufacturer's investigation conclusions.

Manufacturer narrative:
On (B)(6) 2018 arjo has been notified about an adverse event, which occurred in centro servizi socio assistenziali e sanitari uffici in italy with the involvement of maxi twin passive floor lift and the arjo clip sling. According to the received information, during transfer of hemiplegic patient ((B)(6) year old male, weighting (B)(6) kg) from chair to the bed, the clip of the right leg (holding the leg) detached. Subsequently the patient fell out backwards from the shoulder section of the sling hitting his head on the floor. Due to the event, the patient sustained head trauma. The patient was transported to the hospital, where he later passed away. The involved maxi twin was under an arjo service contract and the last service was performed on (B)(6) 2017. The equipment was inspected by an arjo representative after the incident. The maxi twin lift was in overall good condition with some signs of wear. The plastic cover where the spreader bar was connected with the chassis was broken. This issue did not have any impact on device functioning. The sling evaluation showed that the head support stiffeners were not attached contrary to what is recommended in the IFU. It was confirmed that one of the clips (right leg's clip) detached during the patient's transfer. It can be concluded that this clip was incorrectly attached to the spreader bar during the preparation of the patient for the transfer. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as stated in the labeling, is locked in position with the weight of the patient. It cannot go down as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Instruction for use (IFU 04.kt.00_5) provides pictographic guidance regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: · "always check that the sling clips are fully in position before/ during a lifting cycle. Keep an eye on the tension as the resident's weight is gradually picked up." It was also established that the head support stiffeners, which are crucial in maintaining the person safely in the sling were not used during the patient's transfer. The caregiver did not follow information included in the instruction for use regarding the preparation of the device for use. The sling's instruction for use (IFU 04.sc.00-int1_2) is provided with each device and describes the methods of use. The section applying the sling includes information: · "check that the stiffeners are completely inside the stiffener pockets, if any." It can be concluded that a series of circumstances resulted in this patient's injury. The main factor, which could contribute to the event was not following the instructions for use. The improperly attached clip and lack of the head support stiffeners in combination with tilting the weight of the patient towards the back of the sling could contribute to the event. Review of similar reportable events for the maxi twin passive floor lift and similar devices revealed a number of cases related to this type of event: clip sling detachment during transfer were found. In summary, the maxi twin passive floor lift and the clip sling were being used at the time of the event and played a role in the reported incident. The involved devices did not meet the performance specifications during the event. This complaint was decided to be reported to competent authorities due to customer allegation of the patient's death after falling from the involved lift.